Event description:
It was reported that an ilet pump was damaged when it fell from a clip, the infusion site was pulled out, and the device struck a bathroom floor, resulting in a cracked and unresponsive touchscreen; the screen was not usable, the device had been synced before shutdown, and the user planned to return the device. Symptoms included no injury. Outcomes included a loss of device function and interruption of insulin delivery until replacement. Investigation included collection of event details from the user and arrangement for device return. Investigation of this case revealed physical damage to the touchscreen consistent with impact, causing loss of touch responsiveness and usability. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop.